Event description:
On 12/20/91, during cardiac catheterization the external iliac artery was punctured by a percutaneous introducer during placement of an intra-aortic balloon. When the balloon was removed on 12/22/91, exsanguination occurred and patient expired. Patient had severe coronary artery disease predisposing her to this complication. This issue was brought to our attention on 1/30/92 and it was determined that a device was involved on 1/31/92invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.